Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did allege injuries and consultations with his medical providers; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol bard mesh pre-shaped w/ keyhole device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) or an unspecified bard/davol perfix plug (device #2) or an unspecified bard/davol bard mesh pre-shaped with keyhole on (B)(6) 2009 or (B)(6) 2016 or (B)(6) 2018. Attorney alleges unspecified injuries and consultations with medical providers. As reported, the patient is making a claim for an adverse patient outcome against only the 3dmax (device #1) and the perfix plug (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."